Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('recently had x-ray looks like I have metal fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2008, post-traumatic stress disorder and irritable bowel syndrome. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included vaginal bleeding and menstrual disorder. Concomitant products included desmopressin. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), von willebrand's disease ("von willebrands diagnosis"), coeliac disease ("ciliac's diagnosis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), rash ("other (list): rashes and hives"), urticaria ("other (list): rashes and hives"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), amnesia ("memory loss"), abdominal distension ("excessive abdominal bloating"), fibromyalgia ("fibromyalgia diagnosis"), menorrhagia ("hypermenorrhea") and eczema ("eczema"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, von willebrand's disease, coeliac disease, dyspareunia, urinary tract disorder, rash, urticaria, alopecia, arthralgia, migraine, fatigue, amnesia, abdominal distension, fibromyalgia, menorrhagia and eczema outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune disorder, coeliac disease, device breakage, dyspareunia, eczema, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urticaria and von willebrand's disease to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: von willebrand¿s diseases, menorrhagia, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content. Event eczema added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('recently had x-ray looks like I have metal fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2008, post-traumatic stress disorder and irritable bowel syndrome. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included vaginal bleeding and menstrual disorder. Concomitant products included desmopressin. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), von willebrand's disease ("von willebrands diagnosis"), coeliac disease ("ciliac's diagnosis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), rash ("other (list): rashes and hives"), urticaria ("other (list): rashes and hives"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), amnesia ("memory loss"), abdominal distension ("excessive abdominal bloating"), fibromyalgia ("fibromyalgia diagnosis") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, von willebrand's disease, coeliac disease, dyspareunia, urinary tract disorder, rash, urticaria, alopecia, arthralgia, migraine, fatigue, amnesia, abdominal distension, fibromyalgia and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune disorder, coeliac disease, device breakage, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urticaria and von willebrand's disease to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: von willebrand¿s diseases, menorrhagia, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6)2020: information received via social media. Event" device breakage" was added. Reporter was added. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('recently had x-ray looks like I have metal fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2008, post-traumatic stress disorder and irritable bowel syndrome. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included vaginal bleeding and menstrual disorder. Concomitant products included desmopressin. In (B)(6)2008 , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), von willebrand's disease ("von willebrands diagnosis"), coeliac disease ("ciliac's diagnosis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), rash ("other (list): rashes and hives"), urticaria ("other (list): rashes and hives"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), amnesia ("memory loss"), abdominal distension ("excessive abdominal bloating"), fibromyalgia ("fibromyalgia diagnosis"), menorrhagia ("hypermenorrhea") and eczema ("eczema"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2011 . At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, von willebrand's disease, coeliac disease, dyspareunia, urinary tract disorder, rash, urticaria, alopecia, arthralgia, migraine, fatigue, amnesia, abdominal distension, fibromyalgia, menorrhagia and eczema outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune disorder, coeliac disease, device breakage, dyspareunia, eczema, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urticaria and von willebrand's disease to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: von willebrand¿s diseases, menorrhagia, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms'), von willebrand's disease ('von willebrands diagnosis') and coeliac disease ('ciliac's diagnosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2008. Concurrent conditions included vaginal bleeding, menstrual disorder and menses irregular with excessive bleeding. Concomitant products included desmopressin. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), von willebrand's disease (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), rash ("other (list): rashes and hives"), urticaria ("other (list): rashes and hives"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), amnesia ("memory loss"), abdominal distension ("excessive abdominal bloating"), fibromyalgia ("fibromyalgia diagnosis") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, von willebrand's disease, coeliac disease, dyspareunia, urinary tract disorder, rash, urticaria, alopecia, arthralgia, migraine, fatigue, amnesia, abdominal distension, fibromyalgia and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune disorder, coeliac disease, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urticaria and von willebrand's disease to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.